Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the force sensor calibration reading was found to be above specifications. The force sensor resistance was within specification. The pump was opened and a component of the printed circuit board was found to be shifted. A review of the pump history showed multiple occlusion alarms with high force. The pump was exercised for 24 hours and no occlusions occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2013.